Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that nothing led to the ins only lasting 3 days, it just stopped. The recharging device was replaced, but the issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Implant date was reported to be (B)(6) 2012, but the manufacturer's device information indicated the device was manufactured 2012-nov-01. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that when the implant was charged to full the implant battery only lasted 3 days. No further complications were reported or anticipated.